Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) is scheduled to visit the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 3 was faulting. The technical support engineer (tse) reviewed the logs and found repeated 23062 errors for axis 7 on usm 3. The tse had the customer hard power cycle the patient cart and the customer elected not to try the usm 3 after the power cycle. The customer is going to complete the case as a three-arm system using usm 4. The customer would like the usm fixed as soon as possible. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter does not normally work at that location as they travel. The issue was attempted to be resolved by the staff by shutting down the system and the erbe generator, but the arm would still fault. Arm 3 was not used, and it was up to the surgeon. The monopolar curved scissors (mcs) would cause the recoverable fault and it was discovered after the ports were placed on the patient. The procedure was completed without arm 3.

Manufacturer narrative:
The field service engineer (fse) reached out to the customer to provide updated information and attempted to schedule the field service. As of the date of this report, the fse has not been onsite to further investigate the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis. Error 23062 and error 23065 on axis 7 was confirmed via system logs. The usm was tested on an in-house system and passed in normal mode. The usm was also installed on a functional test platform and passed lissajous, carriage sensor check, and carriage friction tests.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the recoverable fault issue. The system was tested and verified as ready for use. Isi has not yet received the usm involved with this complaint to perform failure analysis.